Event description:
During remote follow-up, undersensing was observed resulting in pacemaker mediated tachycardia. Technical support was contacted and recommended reprogramming the device to resolve the event. Reprogramming is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received that the device was reprogrammed to resolve the event.